Event description:
During initial implant procedure, while fixating the leadless pacemaker (lp) the lp spontaneously released from the delivery catheter. The lp measurements were desirable when check and the procedure was complete. The deliver catheter was reviewed posted implant and the tethers were found to be misaligned. The patient was stable.